Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they did not know when the event occurred, it failed after 2 years plus. The cause of how the fall effected the device was unknown, they saw a surgeon, they needed a battery replacement this year, it had not been scheduled, they noted they would schedule later. The issue was not yet resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had received the implant for the treatment of bowel issues. The reason for the call was that the patient said their ins worked perfectly for about 2.5 years after implant. It was like they had a new life; their symptoms were 70-80 percent better. About 2.5 years ago, they had several falls on concrete, and could not even walk or move. They had chiropractic manipulating all the way up and down their spine which helped their walking/moving and they did not have diathermy. After that, their device completely stopped providing therapy. They have been to their doctor and the nurse practitioner had reprogrammed and reset it, but it was not doing anything; it was like the patient turned it off and their symptoms were like they were before getting the ins. The patient requested information about what "migration" meant and about what they could talk to their doctor about. Therapy loss/change information was reviewed and the patient said they had not done an x-ray. Healthcare provider listings were offered and sent to the patient. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.